Event description:
A customer reported that when using excel off brand reagent the system would report a "hi" (greater thatn 600 mg/dl) and then something else. Customer stated that the meter would not report results unless customer "tapped the meter" and then a result would appear. An example was the system provided a reading of 178 mg/dl and then was tapped and a result of 224 mg/dl was reported. The difference in these readings could be clinically significant. While on the phone a review of the system was conducted. The customer did not have the requisite supplies and these are being provided. It was explained to the customer that bayer does not provide or support the use of an off brand reagent. Follow-up with the customer will be made.